Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial thyroidectomy, when the electrosurgical knife was used to treat a bleed, the knife sparked which did not lead to skin damage. The setting were 25w cut and 25w coagulation. The knife burst into flames during the operation. They replaced the electrosurgical knife and used the back up machine. There was no patient injury.